Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead, which was plugged into the right ventricular (rv) lead port of the device, showed isolated episodes of oversensing. The physician felt that these episodes were due to electromagnetic interference as the patient had been undergoing cancer treatments. At the device replacement the lv lead was plugged back into the lv port and the chronic rv lead was plugged back into the rv port. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419488 implantable pacing lead (B)(6) 2007 6931 implantable tachy lead (B)(6) 2007 5076 implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.